Event description:
An alarm issue was reported, characterized by alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level, as it did not exceed critical limits. The customer planned to continue technical support upon returning home, but multiple follow-up attempts by technical support were unsuccessful, leading to the decision to close the case without further action.